Event description:
Caller reported potential negative urine hcg results on a lot of consult diagnostics hcg cassette test vs. A second lot of the same device which gave a positive result. Urine sample from a (B)(6) pt presenting with vaginal bleeding, tested with a box from lot number hcg1070067; resulted negative. The same sample was repeated on an alternate lot number (hcg0080126) and resulted positive. In all instances, the control lines were strong. Positive result also reported as strong. Quantitative testing not performed.

Manufacturer narrative:
Investigation on retained product: lot number: hcg1070067, expiration date: 05/2013. Control lot: 20miu/ml hcg urine lot: hcg110216-01, 100miu/ml urine lot: hcg110307-01, 241.0iu/ml hcg urine lot: hcg111020-01. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 241.0iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected. Verified the product number, product description, lot number and batch record; no abnormal results were found. Investigation pending on returned product.